Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.